Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that insulin squirted out of the customer's tubing during the manual prime process. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The caller confirmed that the insulin pump's piston continued to move forward after reservoir contact, which caused the insulin to squirt out. No numbers appeared on the screen and the pump did not beep or alarm. Leaving the prime screen was not possible. The customer confirmed that the pump had not been bumped, dropped, or exposed to fluid. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.